Manufacturer narrative:
Remove statement: "reportedly, the customer would use manual injections as alternate insulin therapy." Add statement "reportedly, the customer would use a backup pump as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery had depleted from 30-5%, and also increased from 5%-100% at a rapid rate and without being plugged in to charge. The customer was unable to provide additional details. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.